Manufacturer narrative:
UDI: (B)(4). The service technician used education, electro-mechanical experience, training, service manual, service bulletins, test equipment, diagnostic schematics, and event logs to attempt to duplicate the customer's reported problem as part of the evaluation/analysis activity. Unit failed mains to earth during electrical safety test. Replaced the psu as identified to address the issue. Missing mounting feet and torx screws were replaced. Any activities that require the production of a record were attached to this record. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during shoulder repair surgical procedure, it was observed that the vapr iii generator device had errors out to code 200-14. It was reported that the sales rep shut the device down and brought it back up. It was reported that this happened three times so far. There was a one minute delay with each occurrence. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Awareness date reported on follow up 1 report as january 22, 2018 but should have been november 06, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated evaluation statement: the service technician used education, electro-mechanical experience, training, service manual, service bulletins, test equipment, diagnostic schematics, and event logs to attempt to duplicate the customer's reported problem as part of the evaluation/analysis activity. Unit failed mains to earth during electrical safety test. Replaced the psu as identified to address the issue. Missing mounting feet and torx screws were replaced. Any activities that require the production of a record were attached to this record. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).